Event description:
It was reported that 3 bd ultrasafe¿ passive needle guards had blackish-brown foreign matter in them during use. The following information was provided by the initial reporter: "during the production... 3 polluted samples were found".

Manufacturer narrative:
Investigation summary: the customer issued a complaint for embedded debris detected during production at customer. 3 (embedded debris problem) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This complaint is registered in bd complaint system and trend analysis will be performed. Based on the received samples bdm-ps tatabánya assume that the embedded debris phenomenon is coming from body component supplier. The black spots are embedded in the material of the body. This symptom could be generated during molding process by our supplier. Both embedded debris and bent cover are within specification (aql).